Event description:
I had a left total hip replacement on (B)(6) 2004. I received the depuy total hip system pinnacle 100 acetabular cup sz mm60. Prior to surgery, I had left hip pain that was increasingly interfering with my lifestyle. I had pain during activities and also pain at rest and lying on my left side. After surgery, the pain went away, but then in the (B)(6) of 2011, I started limping due to intermittent moderate pain in the left hip. I had an aspiration on (B)(6) 2011, which showed elevated chromium and cobalt blood levels, which caused deterioration of the bone leading to a total failure of the joint. I had to have a revision of my left total hip replacement on (B)(6) 2011, requiring add'l hospitalization. Therapy dates: (B)(6) 2011 - (B)(6) 2012. Reason for use: left hip osteoarthrosis.